Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. On the second firing across the stomach, the powered handle stopped halfway through. The surgeon waited 30 seconds and began the firing again. The powered handle continued to fire, but stopped. It fired one quarter of the staple line and would not re-engage. A new device was opened to complete the firing. Reinforcement material was used. No patient injury or extension in surgical time. Patient status is alive, no injury.